Event description:
Boston scientific received information that the patient with this device was in the hospital and intubated. The nurse caring for the patient reported that the device was sensor pacing at 126 paces per minute on three separate occasions. The nurse programmed rate response to off with resolution of the sensor pacing. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.